Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the generation of high ise (ion selective electrode) results on cell 1 of the au5800 clinical chemistry analyzer. There was no change to patient treatment in association with this event.